Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. It was identified that the device external paddles were broken and need to be replaced. The quotation was sent to the customer for replacement and there was no response in attempts to obtain information. Based on the information available, we were unable to determine the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.

Event description:
This report is based on information provided by philips bench repair service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator indicating that the device failed operational check with external paddles and device keep stating that "verify paddles are in holders". There¿s no reported patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
Philips received a complaint on the device efficia dfm100 indicating that device failed operational check when equipped with external paddle and machine keep mentioning "verify paddles are in holders". There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.